Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug-eluting stent treatment procedure, crossing difficulties were encountered. Vascular access was via the femoral artery. The 99% stenosed, severely tortuous and moderately calcified lesion located in the mid left anterior descending (lad) artery. The 2.75x24mm taxus liberte stent delivery system (sds) could not cross the lesion. The procedure was completed with a plain old balloon angioplasty. There were no patient complications and the patient condition was listed as "good". However, returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(6). A visual and microscopic examination of the returned device revealed distal stent damage. The stent struts on rows 1 to 6 were squashed. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical / procedural factors. (B)(4).